Event description:
It was reported that the implantable cardioverter defibrillator exhibited pacemaker mediated tachycardia and oversensing. Further information was requested however, was not provided.